Event description:
The customer used the suspect device to check the blood glucose and obtained a result of 261 mg/dl. Patient then passed out after taking insulin. Paramedics were called and when they arrived glucose was 43 mg/dl on the emergency medical technician's meter. Patient was given an IV. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.